Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pt was also suffering from a viral infection.